Event description:
A patient reported shocking even when set low. It was noted the therapy was not on. There are no traumas or falls associated with the issue. The patient noted she had a few adjustments in the office however she said that they laughed at her so she stopped going. The patient stated the shocking was in her bladder, bowel, back, and legs. The patient said it has been like that since implant. The patient later noted when stimulation is off she doesn't feel the shocking. The patient is scheduled to have an MRI however does not have a patient programmer. The patient plans to consult with the MRI facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.